Event description:
A talent stent graft system was inserted into a patient for the treatment of 3 separate 6 cm thoracic aortic aneurysms. Proximal aortic neck was 31-33 mm in diameter. Vessels had some calcification and thrombus and were severely tortuous. It was reported that the proximal-most piece was implanted without issues. The second piece (first distal main) could not be advanced to the landing zone due to the extreme tortuousity and ended up kinking; the device was twisted after removal from the patient. Another 44 x 40 device was implanted without issues. A total of 5 pieces were implanted successfully by the end of the case. The device was discarded by the user facility. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: (severely tortuous vessels). Conclusion: (severely tortuous vessels).